Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 549 mg/dl, 151 mg/dl, and 120 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that: "it was reported through the attorney for the pt, as a result of a legal claim, that allegedly the pt received a trident ceramic on ceramic left hip system, it was further alleged that the pt is experiencing "squeaking" from the system."